Event description:
An individual reported that following an intraocular lens (iol) implant procedure, the pt is experiencing poor distance vision. The lens was exchanged. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. Damage was observed. Solution with a small amount of blood is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 20.0 diopter range. The observed damage is most likely related to customer handling. There has been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and email. A completed questionnaire was not received. (B)(4).